Event description:
It was reported that episode review was requested for this pacemaker system due to three beats that were flatter and appeared to have possible loss of capture (loc) on stored pacemaker mediated tachycardia (pmt) episodes. Upon review, technical services (ts) enlarged the strips and noted the presence of t-waves, thus confirming capture. Additionally, there was evidence of fusion beats, junctional rhythm, and atrial pacing into the native qrs. There is ventricular undersensing due to atrial pacing, and ventricular events can appear longer or slower. Technical services (ts) reviewed troubleshooting options, and the plan is to bring the patient in-clinic for further evaluation. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.